Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical inspection a visual inspection of the returned cycler exterior showed no signs of physical damage. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel touch screen remained dark. The internal inspection of the cycler showed that there was evidence of an internal short present on transformer (t1) of the ¿inverter board¿. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the touch screen became operational. Removed functioning inverter board from the touch screen at the completion of the investigation. There were no other discrepancies. The device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.

Event description:
A contact of a peritoneal dialysis (pd) patient reported no being able to turn on the cycler. The patient was not connected during the incident and the display was blank. The patient contact stated that there was no light on the cycler buttons. The contact switched the cycler on and there was no sound when the ok/stop buttons were pressed. The contact touched the screen, but the display did not show. The contact switched the cycler on, and cycler buttons did not light up. The patient contact stated they had an electrician come out and check the outlets as well as attempted to use other outlets in the home. The technical support representative advised the patient a replacement cycler would be issued, and to discontinue using their current unit. Upon follow up, it was determined there were no patient serious injuries experienced and no medical intervention was required. The patient was able to complete treatment. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.